Manufacturer narrative:
No patient demographics provided. Repeats were performed on the same instrument after ise cleaning, recalibration, and acceptable qc recoveries. Service was dispatched. Multiple beckman field service engineers (fse) evaluated the system and replaced multiple parts including ise valves, electrodes, reference electrode, mixer, mixer motor, reagent, sample pot, tubing, mixer paddle, heat exchanger, and all electrode wires to resolve the issue. Due to many parts were replaced including troubleshooting and proactive replacements, the failure mode is assumed to be hardware components. Upon follow up, customer reported the issue has resolved. Full bec identifier is (B)(4).

Event description:
The customer reported the au680 clinical chemistry analyzer had erroneous high ion selective electrode (ise) results. The erroneous results were not reported outside of the lab. There was no change in patient treatment reported. Customer reported quality control (qc) prior to the event was acceptable but after the event, the controls recovered high outside of the lab established ranges. Note: this MDR is for event date (B)(6) 2017. Please see MDR 9612296-2017-00066 for event date (B)(6) 2017.